Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, left main (lm) artery, during direct stenting the 3.5 x 8 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. The xience v sds was withdrawn from the patient anatomy without issue and pre-dilatation was performed with a 2.5 x12 mm unspecified balloon dilatation catheter (bdc). The 3.5 x 8 mm xience v sds was re-inserted and advanced and several unsuccessful attempts to cross the lesion were made. No force was applied during the unsuccessful attempts to cross the lesion. The xience v sds met resistance but was withdrawn from the patient anatomy without issue. A new 3.0 x 8 mm xience v sds was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. During access and removal, there was resistance felt; the resistance was due to the vessel. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.